Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, reload was not able to be clamped close. Reload was replaced by a new one to complete the surgery. There was no patient injury.